Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Device replacement was recommended. No intervention has been performed at this time and the device remains implanted and in service. No adverse patient effects were reported.